Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the electrocardiogram (ECG) cable had intermittent connectivity. It was indicated that multiple connector contacts had what appeared to be electrical burn marks. The cable also was damaged and contaminated. It was not confirmed that the cable had bent pins. The cable was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrocardiogram (ECG) cable had bent pins and intermittent connectivity with occasional noise. The cable was returned for analysis. No patient complications have been reported as a result of this event.